Event description:
It was reported the catheter was being inserted into the pt's back in the pain clinic. During insertion of the needle, the syringe apparently had an issue and broke. As a result, a new tray was opened for another syringe and the procedure was completed without incident. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.